Event description:
The customer stated that she performed three blood glucose tests and received readings of 129, 124, and 49 mg/dl. The difference between the first two readings and the last reading falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not adjust any medication or allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.